Manufacturer narrative:
(B)(4). (Other) - bloated. (B)(4).

Event description:
It was reported that during a ccpd treatment, a home pt felt very uncomfortable and bloated. He stood up and drained almost 4 liters. His prescription is for 2,000 ml. Fills. He felt relieved after draining and was able to continue his treatment. It was also reported that the pt was having frequent drain complication alarms and he would have to sit up to continue draining. He would bypass if he was unable to drain further. The data sheets provided indicate that the pt was not draining enough in the previous drains. There was no serious injury.